Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tsv bellatek encode healing abutment (teha3383) was reported but not returned for investigation. A different device (hc345) was returned. Three unsuccessful attempts were made to find more information about the returned device. Visual/physical evaluation of the as returned product (hc345) identified fracture around the screw threads. DHR review could not be performed since the lot number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the teha3383 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: screw fracture). Based on the investigation and risk management file review, the most likely root causes determined are external factors (patient¿s condition). Therefore, based on the available information, device malfunction, and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Product not returned.

Event description:
Doctor reported screw fracture. Placement date: (B)(4) 2022.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . H4: device manufacturer date unknown / not provided.